Event description:
Reportable based on device analysis completed on 26aug2022. It was reported that the handshake connection was kinked and burr could not cross. The 94% stenosed, 10mmx2.75mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink burr was selected for use. During the procedure, it was noted that the handshake connection was kinked and burr could not cross the guide catheter. The procedure was completed with a different device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that the sheath and coil were found to be cut at the proximal end.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of a portion of the rotablator rotalink burr catheter. The guidezilla ii device used in the procedure was returned with the returned portion of the burr catheter inserted through the guidezilla ii device. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device found that blood was present within the sheath, on the sheath, and within the returned guidezilla ii device. The sheath and coil were found to be cut at the proximal end and 133cm of the burr catheter was found to be returned. Functional testing was performed by attempting to remove and reinsert the returned portion of the burr catheter. During functional testing, severe resistance was encountered during removal of the burr catheter due to the presence of blood within the guidezilla ii device and on the returned portion of the burr catheter. The device was unable to be reinserted due to the severe resistance. No other issues were identified during the product analysis.